Event description:
A broken implant was noticed during patient appointment which took a place on unknown day of week commencing (B)(6) 2025. A new surgery will take out current plate to replace with pspm plate.